Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received no delivery alarms from his insulin pump. The customer's blood glucose level was 369 mg/dl. The customer expressed the following symptoms of high blood glucose levels: thirst, vomiting, nausea, and frequent urination. Standard troubleshooting was performed. The customer stated that he has often had bent cannulas. The product is not being returned. Nothing further was reported.